Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in an adult female patient who had essure (batch no. B97491) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy in 2012, blood cholesterol increased on (B)(6) 2012, intermenstrual bleeding on (B)(6) 2012, migraine, rheumatoid arthritis, grand multiparity, vaginal burning sensation, augmentation mammoplasty, renal calculus, rheumatoid arthritis, sexually transmitted disease nos, myalgia, arthralgia, bone pain, sore throat, breast pain, dyspepsia, abdominal discomfort, abdominal pain, lymphadenopathy, night sweats and fatigue. Concurrent conditions included vaginal odor since (B)(6) 2018, vaginal pain since (B)(6) 2018, device allergy since (B)(6) 2018, axillary mass since (B)(6) 2017, obesity since (B)(6) 2017, anxiety since (B)(6) 2017, insomnia since (B)(6) 2017, vulvovaginal disorder, vaginal discharge and vaginal itching. Concomitant products included levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches:migraine"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping). In 2015, the patient underwent axillary lymphadenectomy ("surgery (other) type of surgery: axillary lymph node dissection"). In (B)(6) 2016, the patient experienced vaginal hemorrhage ("vaginal bleeding") and menstruation irregular ("hormonal changes describe: menstrual cycles are irregular"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and adnexa uteri pain ("fallopian tubes pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower, dysmenorrhoea, heavy menstrual bleeding, vaginal hemorrhage, menstruation irregular, adnexa uteri pain, axillary lymphadenectomy and migraine outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, axillary lymphadenectomy, dysmenorrhoea, heavy menstrual bleeding, menstruation irregular, migraine and vaginal hemorrhage to be related to essure. The reporter commented: trailing coils of essure from ostia: right= 1 coils. Left= 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: tiny right renal stone. 2-cm the left adrenal nodule. 1.9-cm soft tissue mass in the uterine cavity. Iud in the uterine cavity. Hysterosalpingogram - on (B)(6) 2014: essure confirmation test(s) conducted: (unspecified): result: bilateral occlusion; on (B)(6) 2015: 1. There is satisfactory location of the micro-inserts seen within the fallopian tubes. 2. There is proximal filling of the tubes seen with contrast but not beyond the distal most aspect of the outer coil on both sides and also without any free spillage of the contrast into the peritoneal cavity. Pathology test - on (B)(6) 2017: right axillary subcutaneous mass, possible sebaceous cyst vs other soft tissue mass. Pregnancy test - on (B)(6) 2017: negative. Ultrasound scan - on (B)(6) 2015: right axillary subcutaneous mass, possible sebaceous cyst versus other soft tissue mass. Right axillary lymph node. Batch no: b97491, production date: 2013-11-26, expiration date: 2016-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in an adult female patient who had essure (batch no. B97491) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy in 2012, blood cholesterol increased on (B)(6) 2012, intermenstrual bleeding on (B)(6) 2012, migraine, rheumatoid arthritis, grand multiparity, vaginal burning sensation, augmentation mammoplasty, renal calculus, rheumatoid arthritis, sexually transmitted disease nos, myalgia, arthralgia, bone pain, sore throat, breast pain, dyspepsia, abdominal discomfort, abdominal pain, lymphadenopathy, night sweats and fatigue. Concurrent conditions included vaginal odor since (B)(6) 2018, vaginal pain since (B)(6) 2018, device allergy since (B)(6) 2018, axillary mass since (B)(6) 2017, obesity since (B)(6) 2017, anxiety since (B)(6) 2017, insomnia since (B)(6) 2017, vulvovaginal disorder, vaginal discharge and vaginal itching. Concomitant products included levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches:migraine"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient underwent axillary lymphadenectomy ("surgery (other) type of surgery: axillary lymph node dissection"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menstruation irregular ("hormonal changes describe: menstrual cycles are irregular"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and adnexa uteri pain ("fallopian tubes pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6)2021. At the time of the report, the abdominal pain lower, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage, menstruation irregular, adnexa uteri pain, axillary lymphadenectomy and migraine outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, axillary lymphadenectomy, dysmenorrhoea, heavy menstrual bleeding, menstruation irregular, migraine and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils of essure from ostia: right= 1 coils. Left= 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: tiny right renal stone. 2-cm the left adrenal nodule. 1.9-cm soft tissue mass in the uterine cavity. Iud in the uterine cavity. Hysterosalpingogram - on (B)(6) 2014: essure confirmation test(s) conducted: (unspecified): result: bilateral occlusion; on (B)(6) 2015: 1. There is satisfactory location of the micro-inserts seen within the fallopian tubes. 2. There is proximal filling of the tubes seen with contrast but not beyond the distal most aspect of the outer coil on both sides and also without any free spillage of the contrast into the peritoneal cavity.. Pathology test - on (B)(6) 2017: right axillary subcutaneous mass, possible sebaceous cyst vs other soft tissue mass. Pregnancy test - on (B)(6) 2017: negative. Ultrasound scan - on (B)(6) 2015: right axillary subcutaneous mass, possible sebaceous cyst versus other soft tissue mass. Right axillary lymph node. Batch no b97491 ,production date 2013-11-26 expiration date 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: medical record received. Case became serious incident, removal details updated. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.